Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. X-ray inspections of the lead revealed that the helix is partially extended and clogged with blood/tissue. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The reported events of r-wave amp variation and loss of capture were not confirmed. Based on the information received and the device analysis, the cause of the reported events could not be conclusively determined.

Event description:
During an in clinic follow up a right ventricular (rv) lead dislodgement was suspected due to failure to capture and r- wave amplitude variation. The rv lead dislodgement was confirmed via diagnostic imaging and the lead was replaced. The patient was stable.